Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, communication with the customer indicated they were using a third-party cable adapter. The customer stated when the suspect device was tested with a zoll multifunction cable the unit works as intended and the report could not be duplicated. The r series operator's guide states: "the use of external pacing/defibrillation electrodes or adapter devices from sources other than zoll is not recommended. Zoll makes no representations or warranties regarding the performance or effectiveness of its products when used with pacing/defibrillation electrodes or adapter devices from other sources." It is recommended that compatible zoll accessories be used for optimal results. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.